Event description:
Four days after the insertion, it was detected that the catheter was leaking through the tunnel. When the catheter was taken off, there was a hole in the transition area.

Event description:
Four days after the insertion it was detected that the catheter was leaking through the tunnel. When the catheter was taken off there was a hole in the transition area.

Manufacturer narrative:
The complaint was confirmed. There was a leak in the 2.7 fr tubing just distal to the strengthening sheath. The leak site exhibited a u-shaped break, indicative of a burst. The section of tubing distal to the leak was partially occluded with blood residue and was difficult to infuse. The product IFU states that? While smaller lumen broviac catheters have been used successfully for blood withdrawal, their small lumen sizes increase the chance of clotting? This appears to be a user related issue.